Event description:
Reporter indicated that vns pt was explanted due to infection. Further follow-up revealed that preoperative, intraoperative and postoperative antibiotics were prescribed at that time of initial implant and that the ncp system tunneling tool was used as a single-use-only instrument. Neither the lead nor the generator were soaked in any solution prior to implant and the implant procedure reportedly lasted for 2 hours. The pt had not undergone any surgical or dental procedures or invasive monitoring either three months pre and post vns implant. The pt is not implanted with any other device. The infection was present at the pulse generator/pocket area and was treated with antibiotics and explant of both the pulse generator and the entire lead (including electrodes). It was reported that the pt has an excessive amount of drooling and that pt had irriated/scratched at the incision site. The infection has reportedly resolved. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.